Event description:
It was reported that during the procedure, to assist in advancing an unspecified guide wire to a 90% stenosed lesion in the mildly tortuous mid right coronary artery, a 2.0x15 mini trek rx balloon dilatation catheter was first advanced, without resistance, as an anchoring balloon to a side-branch of the mid right coronary artery, but, during the first inflation with an unspecified indeflator, the mini trek rx balloon ruptured at 6 atmospheres after 30 seconds. The mini trek rx balloon dilatation catheter was withdrawn without resistance from the anatomy. A non-abbott balloon was advanced to the side-branch as the anchoring balloon and the guide wire was able to advance to the target lesion. There were no patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the presence of a longitudinal rupture, 1 mm in length, on the distal balloon shoulder. There was a peeling flap of the balloon material, 1mm in length, on the distal end of the rupture. The rupture was on the crease between two balloon folds. There was a flap of the balloon material over the rupture. There was a hole in the proximal balloon shoulder on a crease between two balloon folds. There was a flap of the balloon material, 1 mm in length, over the hole. A review of the electronic lot history record (elhr) for the reported lot revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. To ensure that all products perform according to specification, all dilatation catheters are 100%visually/dimensionally inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices, lesion calcification or insufficient preparation prior to use. Based on a review of related records and evaluation of the returned device, it can be concluded that there is no product deficiency for this issue. The manner in which the returned balloons each exhibited flaps of material is historically indicative of improper hydration of the balloon prior to inflation which causes the folded wings of the balloon to stick together and tear during inflation of the device. Although it was reported that the device was submerged in heparinized normal saline prior to use, it may be possible that the balloon had dried in between the time that the balloon was submerged and actually used. There is no indication to suggest a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.